Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving the occlusion. Reportedly the customer was using the infusion set for more than 3 day's. Tandem technical support informed the customer that using the infusion set for more than 3 day's. Was off label per the tandem user guide. Customer's blood glucose (bg) level was 300- "high" on the continuous glucose monitor; cause was unknown. Customer performed a supply change and administered a manual injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.